Event description:
Information was received that device failed volumetric test. No adverse effects reported.

Manufacturer narrative:
Additional information was received in which the reported event date was provided. Customer also noted that there was no patient involved in the reported event.

Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no problem found with the returned pump.